Manufacturer narrative:
Additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that upon unpacking of the device at the user facility, the device ran without user activation. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.